Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:". Date: (B)(6) 2010, inratio: 5.1, lab: 4.0. Therapeutic range: 2.5-3.5. Fingerstick capillary specimen for meter & venous draw for lab. Last week: comparison between pt's meter and physician's inratio meter, both yielded 3.6.

Manufacturer narrative:
Investigation pending.